Event description:
Additional information was received from the customer stating that the event happened after an unspecified therapeutic procedure, with sedation used but with no delay reported. The hospital finished the procedure with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon [the lower left part of the screen became black when using an electrocautery knife and was blacked out] was not reproduced. It was determined that it was likely that the image was blacked out due to interference with the image by the electromagnetic wave in the use of the electric scalpel, but the identification of the generating factor and the root cause was not achieved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a broken cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when the electric knife monopole is activated, the lower left screen of the image is black, and then black again on the 4k camera head. The procedure was completed using the same device. There were no reports of patient harm associated with this event.